Event description:
It was reported that the patient had noticed an alert sound three times and came to the hospital. The medical engineer (me) checked the device and found that it had been reset. The me reported that there was no issue with the data except that the remaining battery life had been initialized. The me was concerned that atrial tachycardia had occurred at exactly the same time as the reset. The atrial tachycardia was reported to be still continuing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There was an illegal address power on reset (por) on (B)(4) 2014 causing a false low battery voltage measurement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.